Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a surgeon tried to implant a lens, but a rupture occurred. A surgery was processed with replaced lens. Additional information was provided that the patient was referred to another clinic in another city for a vitrectomy. A different lens model was given to the patient to be used, but it is unknown if patient received the secondary surgery on the same date.